Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a peripheral procedure to treat a target lesion in the left popliteal artery. The 5.0 x 80 mm armada 35 dilatation catheter was advanced and inflated at the target lesion, to 8 atmospheres (atm) using an inflation device; however, the device could not deflate. A 30 cc syringe was attached, in an attempt to deflate the balloon, but the balloon could not be deflated. After approximately 10 minutes, the balloon deflated enough to be pulled into the sheath, but was not fully deflated. The device was removed without difficulty. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual, dimensional and functional inspection was performed. The reported deflation issue was unable to be confirmed as the device inflated and deflated without any abnormalities noted; however, the balloon was noted to be damaged and the inner and outer member smashed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, based on review of the similar incidents, there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. The noted damage to the balloon and the smashed inner/outer member appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.